Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up to her insulin pump alarming off no power and that the insulin pump will not come back on. The patient's blood glucose at the time of incident was 418 mg/dl. The patient treated with a syringe. Troubleshooting was initiated for the full black screen but the display would not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was returned with no unexpected display type anomalies, black display anomalies, blank display anomalies or off no power anomalies noted during our testing. The insulin passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.